Event description:
The customer reported to olympus the hd camera head produced a poor image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. Poor image quality was found due to a faulty cable. Additionally, the evaluation revealed a faded serial plate. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5. Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced at the repair department. Image quality decreased due to faulty cable. We, therefore, surmised that image failure occurred temporarily due to faulty cable. As to cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The issue was observed during the beginning of an unspecified procedure. The facility finished the procedure with the same device. There were no reports of patient harm or impact associated with this event.